Manufacturer narrative:
(B)(6). Date of event: unknown. Additional product codes: hrs and hwc. (B)(4) lot unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported a revision surgery was performed on (B)(6) 2016 due to a nonunion and broken plate. Patient initially underwent surgery on (B)(6) 2016 for a broken femur. The broken femur was approximately six (6) inches below her total hip implant. Patient previously had the hip implant by unknown manufacturer on unknown date. Patient was implanted with a 4.5mm variable locking compression plate - curved condylar plate and screws. No reported issues during initial surgery. It is unknown when and how the broken plate and non-union were discovered. During revision surgery, x-ray shows that the middle of the plate is broken. An 18 hole left variable angle condylar plate, screws, six .7mm cables, and iliac crest autograft were implanted. Revision surgery was successfully completed without surgical delays. Explants are not available for return. Concomitant devices reported: 1.7mm cables (part unknown, lot unknown, quantity 2); 4.5mm cortex screws (part unknown, lot unknown, quantity 3); 5.0mm variable angle locking screws (part unknown, lot unknown, quantity 3); 5.0 mm cannulated variable angle locking screws (part unknown, lot unknown, quantity 6); 5.0 mm peri prosthetic screw (part unknown, lot unknown, quantity 1). This is report 1 of 1 for (B)(4).